Event description:
An initiation of hemodialysis treatment, a leak was found at one corner of the pressure pillow on arterial blood line. A new bloodline was set up and treatment resumed with no further problems. MDR is filed for ebl of 100cc.